Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Company representative reported "increasing histamine intolerance". Company representative additionally reported "migraine" and "sleep disorder", which are not device-related.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b6, h6.

Event description:
Healthcare professional reported a bilateral gel bleed, mild capsular contracture (baker grade ii-iii).this record relates to the right side. Company representative reported "increasing histamine intolerance". Company representative additionally reported "migraine" and "sleep disorder", which are not device-related.device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii-iii, "gel bleed".

Event description:
Healthcare professional reported a bilateral gel bleed, mild capsular contracture (baker grade ii-iii).this record relates to the right side. Device was explanted and replaced with a non-allergan device.